Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl and multiple correction boluses were delivered; however, the bg level did not drop. The customer was hospitalized for diabetic ketoacidosis (dka). Due to vomiting, the customer esophagus was torn and the stomach was distended from the dka. The dka was treated with an insulin drip and was resolved. While in the hospital, the customer changed the pump supplies and resumed insulin therapy on (B)(6) 2017. The customer's bg elevated to the 500s mg/dl and almost went into dka again. The customer was reverted to using insulin injections to manage diabetes. A pump system check was performed using the current supplies on the pump and air bubbles were noted in the tubing. The insulin was exiting the tubing at irregular intervals and was bubbly. The customer was discharged from the hospital on (B)(6) 2017 and was to use insulin injections to manage diabetes.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the reported issues could not be verified; however, a different issue was identified.